Manufacturer narrative:
Siemens dispatched a customer service engineer (cse) to the customer site. The cse identified the customer removed the uninterruptible power supply (ups) from the atellica im 1300 analyzer. The cse connected the analyzer to the wall power and noted it was operational. The customer was able to resume the processing of samples. Siemens reviewed the information provided and confirmed the ups is an optional component. The analyzer is operating as specified. No further evaluation of the device was required.

Event description:
The customer reported an electrical type of odor emitted from the uninterruptible power supply (ups) that is used with the atellica im 1300 analyzer. The customer checked the ups and noticed a current limit warning. The customer tried to clear the warning and observed electrical arcing from the ups. The customer unplugged the ups from the analyzer and power source. The customer informed siemens that there were no flames or damage to the property. The customer noted that no one from the staff was injured or harmed due to the event. There are no known reports of adverse health consequences due to the electrical arcing that the customer observed.